Event description:
During svc testing, the baxter repair tech reported that the device underdelivered. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.